Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found. The DHR review showed that the batch met all required specs. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. A hole/split was observed in imaging window 2.3cm from distal tip end. Fluid was coming out of the hole during flushing. During image characterization testing, no image appeared in the systems due to imaging core wind up in the hub assembly. No kink was observed in the sheath assembly. No immediate corrective action/escalation is recommended based on the individual investigation findings and root cause analysis below. However, trending will be done outside the individual investigations on a regular basis to monitor the issue over time and assess the need for further action. Root cause for the hole (s) is undetermined.

Event description:
Boston scientific has become aware of the following event: the leak was noted at 1cm from the wire exit port when a flusing was applied at the preparation. The lesion was 90% of stenosis without calcification. The catheter was returned to manufacturing site and the investigation was performed in 2006. The following was found during investigation. Bloodstain was observed inside of the distal tip assembly. A hole/split was observed in imaging window 2.3cm from distal tip end.